Event description:
Upon reassessment of the reported event, it was determined to be not reportable under this MFR number. This event will be reported under correct manufacturing site MDR 0001825034-2021-01583.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable under this MFR number. This event will be reported under correct manufacturing site MDR 0001825034-2021-01583.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Date of birth: (B)(6). UDI #: (B)(4). Concomitant medical products: persona partial femur cemented, catalog # 42558000502, lot # 63521193. Persona partial tibial cemented, catalog # 42538000502, lot # 63643095. Report source: (B)(6). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2019-00505, 0001822565-2019-00509.

Event description:
It was reported that the patient underwent a right knee arthroplasty. Subsequently, the patient was experiencing pain during post-op follow up.